Manufacturer narrative:
Eval, method: device history record (DHR) review. Complaint history review. Results: DHR review for the reported lot number showed no similar defect was reported during the mfg or packages processes of this lot. The reported defect of clip broken was confirmed. Conclusions: source of failure, findings and corrective action will be documented in a scar.

Event description:
The event is reported as: complaint alleges: the doctor used the applier to load a clip to use on a pt, the clip was broken. Defect was discovered during a laparoscopic cholecystectomy. No medical intervention was necessary. No medical intervention was necessary. No pt injury reported.